Manufacturer narrative:
(B)(4). Note: in follow up with the user it was reported she was using cleaning regiments on the obturator not recommended. The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The customer reported the obturator seems like it has more of a right angle and it is getting stuck in the tracheostomy tube.

Manufacturer narrative:
(B)(4). Four boxes of customized pediatric tracheostomy tubes were received for investigation. Each box also contained 2 obturators. All were found to be manufactured within specification. Functional insertion/extraction testing with the obturators confirmed there were no restrictions. In all retruned samples the reported issue could not be confirmed.